Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of 10 ml bd luer-lok¿ syringes with bd precisionglide¿ needles experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no. (B)(6) batch no. 9346089. A peritoneal dialysis (pd) patient contacted customer service to report that they are having issues with the luer lok syringe. When they pull the cap off, the needle comes off along with the cap so she has to hold the bottom part. There was no patient harm or adverse event reported at intake.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of 10 ml bd luer-lok syringes with bd precisionglide needles experienced a needle that was loose/pulled out of hub during use. The following information was provided by the initial reporter: material no. 309644, batch no. 9346089. A peritoneal dialysis (pd) patient contacted customer service to report that they are having issues with the luer lok syringe. When they pull the cap off, the needle comes off along with the cap so she has to hold the bottom part. There was no patient harm or adverse event reported at intake.